Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of outer flow tubing. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred detritus adhesion on the surface. The outer flow tubing open end exhibited minor scratch marks. The fiber was broken within the white tubing at 8 feet and 11 inches from control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the white tubing of break. The outer sheath exhibited no signs of melting. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device identified a fiber break. In addition, the glass cap was found to have a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There were no clinical consequences to the patient.